Event description:
Patient had an implant put in 2019. About a year ago he saw a physician and imaging showed that there is no space in the toe joint. Patient is in a lot of pain. Patient has not decided with the surgeon about how to move forward. Been hurting more within the last 6 months. Patient would like a recommendation on a company approved surgeon to follow up next steps of treatment with.

Manufacturer narrative:
Correction: h6 device code. The investigation of this case has been completed, and no additional information is available.

Manufacturer narrative:
The device is not available fore evaluation as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Patient had an implant put in 2019. About a year ago he saw a physician and imaging showed that there is no space in the toe joint. Patient is in a lot of pain. Patient has not decided with the surgeon about how to move forward. Been hurting more within the last 6 months. Patient would like a recommendation on a company approved surgeon to follow up next steps of treatment with.